Manufacturer narrative:
Block e1: initial reporter address 1: no. (B)(6). Initial reporter address 2: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, the cutting wire was fractured when first bow was pulled, and the direction was adjusted. The procedure was completed with another autotome rx 44. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, the cutting wire was fractured when first bow was pulled, and the direction was adjusted. The procedure was completed with another autotome rx 44. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's address is (B)(6); reported here as the initial reporter address exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the autotome rx 44 device was not returned; however, a media analysis was performed based on the photo provided by the complainant that shows the device with the cutting wire blackened, kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. According to the media analysis performed, it was found that the cutting wire was kinked and broken. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the photo. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, the cutting wire was fractured when first bow was pulled, and the direction was adjusted. The procedure was completed with another autotome rx 44. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's address is no. (B)(6) reported here as the initial reporter address exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned autotome rx 44 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole, additionally, the working length was bent near the handle. Media analysis was performed based on the photo provided by the complainant that shows the device with the cutting wire blackened, kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.